Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.

Event description:
The customer and fe reported the system intermittently failed to display an image. This is a reportable event.